Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8248609. Our records show that this is the fifth instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. CAPA#629955 was opened. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59.

Event description:
It was reported that a bd connecta¿ stopcock had air suction. The following was reported, " suction of air."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd connecta¿ stopcock had air suction. The following was reported, " suction of air."